Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bypass mode screw adjusted to 1.8 l/m on the arctic sun device. One o-ring of the fluid delivery line had a leak. After replacing all components and during filling operation a drain valve was leaking, and technician replaced leaking valve. They had to use 2 sets of drain valves one from the first set was incomplete.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to device calibration set-up/pre-steps not properly followed by user. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "calibration: see arctic sun® temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation or 250 uses, whichever occurs first. 9.3 calibration setup: 1. Remove fluid delivery line by flipping latch from right to left and attach ctu to arctic sun¿ temperature management system. Lock in place by flipping latch from left to right. 2. Attach three cables coming from ctu to pt1, pt2, and t0. 9.4 performing a calibration: to perform a calibration on the arctic sun¿ temperature management system, press the advanced setup button on the therapy selection screen. Press the start button next to calibration and follow the on-screen instructions." Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the bypass mode screw adjusted to 1.8 l/m on the arctic sun device. One o-ring of the fluid delivery line had a leak. After replacing all components and during filling operation a drain valve was leaking, and technician replaced leaking valve. They had to use 2 sets of drain valves one from the first set was incomplete.